Event description:
It was reported that during implant attempt, after repeated attempts to fixate the lead, extending and retracting the helix failed. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the distal conductor was distorted within the connector. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged, and the lead appeared to have been damaged at implant.